Event description:
It was reported that the patient received an implant and was to be discharged the next day. It was observed that whenever a threshold test was performed an error message was displayed indicating an irrevocable error had occurred. This was observed with multiple programmers. The patient was stable.